Manufacturer narrative:
(B)(4).

Event description:
The patient was told pre-operatively that he was going to get a non-rechargable neurostimulator but was instead implanted with a rechargable device. His neurostimulator (ins) was found to be non-functioning after implant. Programming the ins was attempted after implant. Programming was attempted first on the left side, which would come on and then fade. The amplitude continued to be turned up until it was maxed out at 11. The right side started to respond, but then was unsuccessful. The amplitude again was maxed out to 11. The lead impedance measurements were 20,000 and 40,000 ohms. There were continual fluctuations. The ins was now functional. Additional information has been requested.